Event description:
The customer's mother reported that her daughter was taken to the ER due to high bg levels greater than 400 mg/dl with moderate ketones. She noted that the cannula was "too short" and that her daughter "wasn't getting good absorption." As a result of this incident, she felt that the omnipod system "wasn't the right product for her daughter" and was going to return it. She couldn't provide any other details of the incident and didn't have the subject pod to return.

Manufacturer narrative:
The pod will not be returned for eval. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. No specific failure mode was noted in the report. The cannula was observed to be "too short"; without the pod returned for investigation, however, we are unable to evaluate the needle firing mechanism to determine if the cannula had only partially deployed. Based on the info provided and in the absence of a device eval, we cannot confirm that a pod malfunction was a contributing factor to the customer's high bg levels. No conclusion can be drawn. It was reported that the customer "wasn't getting good absorption". Insulin absorption can be related to a site issue (as opposed to a device issue). The omnipod user guide contains the following cautions: "change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption)."; "do not apply the pod within 2" of your navel or over a mole or scar, where insulin absorption may be reduced." The location of the pod site was not provided. It is unk whether these instructions were followed. No pod lot number was provided. A review of lot qualification records was therefore unable to be performed.